Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by bio med personnel that the pt was woken up by the system controller alarming to "replace controller". The pt described the system controller being as hot as a cup of coffee. As the pt exchanged the system controller, the pt became dizzy and called the vad coordinator for further assistance on the exchange. The vad coordinator was able to talk him through swapping out the system controller. The pt is now on his back up system controller. The pt is now on his back up system controller which will remain as the primary system controller. A new backup system controller will be assigned to the pt.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.